Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced.

Event description:
New information states that there is no issue with this lead. The lead remained active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2014-01810, there was no issue with this lead.